Manufacturer narrative:
H3: a supplemental report will be submitted when analysis results are available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the representative on 2019-dec-19 reported 450 pulse width, 40hz, 4 volts, with 2 programs being used 24/7, impedance was 550 ohms for both programs. Longevity is expected to be about 15 months. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative incited that there was an eos message on the patient programmer. The rep reviewed the following parameters: 450 pw 60hz6.4 volts 554 ohms; 5-month longevity. Technical services reviewed that the patient¿s usage is reflected on the battery depleting so quickly. The rep mentioned that they will return the device for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator found that the battery was at normal end of life and telemetry/output was okay. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their batteries in the last 14 years were lasting 14 months. Patient reported they had to have another new battery implanted on (B)(6) 2019. Patient reported they could not function with their legs burning and aching as it was unbearable for them. Patient reported their legs were aching so bad they could not stand. Issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that the ins is dead, stimulation is off and she cannot get a connection. During the call patient attempted to connect to ins with pp and reported seeing eos. Patient stated she has been seeing eos for two weeks. She mentioned she got a cat scan on monday and didn't know if they were able to have it if ins was on so she went to check ins, but saw ins was dead. When the ins battery gets towards end of service she gets burning and aching, so for several days, almost a week she has had burning and aching in her legs that is "unbearable" and it is hard to walk or hold her foot up. Patient confirmed therapy helps the burning and aching when it is on. Patient stated this ins lasted only 7 months, when previous implants have lasted over a year to 14 months. Patient said she is tired of being in pain and shouldn't have to get 2 surgeries in a year. Patient stated that no one else suffers like she does and this is hard on her. Patient was redirected to their hcp.